Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate auto mode switching episodes were observed. Review of transmission revealed that the episodes were due to far-r wave oversensing on the atrial channel. Programming changes were suggested. Physician decided not to reprogram the device. Patient is doing fine.